Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
Reference MDR #1219856-2010-00078 for the first event and MDR #1219856-2010-00079 for the second event involving the same patient. It was reported that after the md aborted the second attempt, the staff examined the second iab and were successful in advancing it through the second super arrow-flex (saf) sheath when it was outside of the body. The second intra-aortic balloon (iab) was still intact. They told the md that it was a sheath issue, not an iab issue, so the md scrubbed back in and inserted the second iab through the second saf sheath. The first iab was discarded and only the first saf sheath was returned. The second iab and second saf sheath were not saved after weaning. The staff did not comment on excessive bleeding. Access was interrupted, as the staff told me that the md had to scrub back in.